Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited atrial and ventricular cross chamber over-sensing and noise oversensing. No intervention was performed. The condition of the patient was unknown and will be continue to be monitored.